Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on unknown date and topical skin adhesive was used to seal incision sites, then covered with a dressing. Two days following the procedure, the patient experienced a rash at the incision sites and trocar port sites. The rash continued for ten days after the initial rash, with the dressing changes. The patient was treated with one percent of hydrocortisone cream but eventually the doctor prescribed an antibiotic topical cream, which resolved an issue. Additional information has been requested.